Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawers were not detected on bus and failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawers were not detected on bus and failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5, d1, d4 and h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) as performed from the date of manufacture, 10-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed auxiliary and a failed tower door. A field service engineer (fse) checked the pyxibus rpi and found that the cable was partially unplugged. The fse reseated and restarted the station, which resulted in the recovery of the auxiliary, then recrimped and applied conductive grease to the column to remediate the tower door issue. The fse ran a hardware test application, tested the tower and auxiliary and resolved the issue. The system functioned as intended after the field service engineer repaired the device.